Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogating the implantable cardioverter defibrillator, it was discovered that the device exhibited episodes right ventricular oversensing. The device was reprogrammed and the oversensing was no longer seen. The patient's condition was stable throughout the event.